Event description:
Customer reported being hospitalized for low blood glucose. Customer was having seizures. Md believed was a possible pump issued. Troubleshooting performed and pump appeared to be functioning as designed.